Manufacturer narrative:
E1 - (initial reporter establishment name)- (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that error code 226 (endoscope communication error) occurred, and the equipment rebooted during a right inguinal hernia tep (total extraperitoneal) therapeutic procedure, which was completed using the same device involving an olympus autoclavable camera head. There was no patient injury reported.